Event description:
Procedure: bariatric. According to the reporter, during testing outside of the or, the idrive handle was shown to have an over-rotation when using the rotation toggle. The idrive was tested using different loads and adapters, which proved the handle to have a malfunction in the rotation toggle. This seems to be more severe when rotating it towards the surgeon (when surgeon is holding handle) but has proved to do it both ways. This over-rotation can be as slight as a few degrees but also had several tests in which it over rotated 100+ degrees after the toggle was released. There was some slight sticking of the rotation toggles, but the toggles returned to normal position.

Manufacturer narrative:
(B)(4).